Event description:
It was reported the plus and minus key get stuck when the patient attempts to adjust the amplitude. As a result, the patient was sent a new programmer. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.